Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an active cord was used during a colonoscopy procedure. According to the complainant, during the procedure, the active cord failed to transmit current. The procedure was completed with another active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results an active cord was received for analysis. Visual evaluation of the returned device found no anomalies and no melted sections were identified on the cord. Electrical resistance testing was performed and resistance measured at 0.3 ohms, within manufacturing specifications. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event.

Event description:
It was reported to boston scientific corporation that an active cord was used during a colonoscopy procedure. According to the complainant, during the procedure, the active cord failed to transmit current. The procedure was completed with another active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.